Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Patient 2 of 4: it was reported while using bd vacutainer® push button blood collection set, one device had a hole in the tubing and the sample leaked. The patient was re-stuck with a new device. There was no other health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 2 photos and 49 returned samples for investigation. Evaluation of the attached photos and samples shows evidence of damaged tubing. A total of 10 retained samples were visually inspected, and no defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Patient 2 of 4: it was reported while using bd vacutainer® push button blood collection set, one device had a hole in the tubing and the sample leaked. The patient was re-stuck with a new device. There was no other health impact or consequences reported.